Manufacturer narrative:
(B)(4). Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned.

Event description:
It was reported that a customer received a button error alarm on their insulin pump. The pt's blood glucose level was at 185 mg/dl. The customer was informed that the pump needed to be replaced and wsa advised to discontinue use of the insulin pump and to revert to the back up plant. No further info was provided.